Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the vacuum line tubing in the rinse unit. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 138 mmol/l. The repeat result was 164 mmol/l.